Event description:
It was reported that the patient's implantable cardioverter defibrillator was in backup vvi. The patient presented in clinic and the device was restored. The patient was stable throughout the event.